Event description:
Rayner intraocular lenses limited received notification from the (B)(4) distributor of an event that occurred following implantation of an unspecified intraocular lens (iol). The event description provided by the healthcare facility states that development of opacification was observed in the post-operative period.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner intraocular lenses limited. Rayner intraocular lenses limited in the initial notification of this case was advised that the patient was female, had retina problems and had undergone silicone oil implantation. The reason for silicone oil implantation is not known at this time. In order to fully investigate the reported development of iol opacification, additional information has been requested from the reporting healthcare professional. The healthcare professional has been asked to provide information on the iol implantation, a list of substances administered during the iol implantation that may have come into contact with the iol and any relevant patient medical history and if applicable, concomitant medications. To rayner's knowledge, the iol subject to this report remains implanted at this time. Information on the planned remedial action has been requested by rayner intraocular lenses limited. Any additional information received by rayner will be provided in a follow up report.